Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shut down while in use and did not alarm. No patient harm was reported.

Manufacturer narrative:
The power management (pm) pcba was tested and no failures were identified. Patient information was requested from the customer, but there was no response.

Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
The field service engineer replaced the cpu board as part of the on-going investigation. Failure analysis on the returned cpu board shows that the cpu board was installed in an fi test ventilator. The ventilator was started in normal operation and the power cycled every 3 minutes for 2 hours. The backup alarm sounded every time without power and stopped when power was returned without any errors occurring. No failure was found. Review of the diagnostic log shows that the unit has errors that indicating a spi bus failure. During failure investigation the reported error code was not duplicated.